Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. Two days later, the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with gentamicin (80 mg, daily for 7 days, intraperitoneally (ip)) and fortaz (2 gm, daily, ip). At the time of this report, the patient was recovering from peritonitis. Five days after admission to the hospital, the patient was discharged. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).